Event description:
The affiliate alleged the customer reported that the color of the aceculap bipolar device changed from gray to yellow after processing it in the sterrad unit. The affiliate stated that the color should not have changed. He device was not compatible with the sterrad unit according to the manufacturer. There were no patient involved or injuries from the event.